Event description:
Upon analysis on (B)(4) 2012, it was found that the mobile peg of the broach handle was broken.

Manufacturer narrative:
The mobile pin of the handle was found to be broken during the analysis of the retrieved item on (B)(4) 2012 and this was probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved (085410 - 25 handles manufactured), no particular anomalies were found related to the problem. Up to now, we have not received similar events on handles of the same lot. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.